Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous right coronary artery which had a previous old stent. A 3.50 x 16mm synergy ii drug eluting stent was introduced with the help of a non-boston scientific guide extension catheter but the stent would not advance. Upon removal, the stent caught and dislodged in the top of the extension catheter. A small balloon was advanced to the tip and inflated to remove the dislodged stent. The procedure was successfully completed with a different device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR. : synergy ii us mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. The stent was not returned. The balloon appeared as if it had been subjected to positive pressure. No damage was noted on the balloon. Clear hardened media was visible inside the balloon. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device was soaked overnight at 37degrees to facilitate a guidewire interaction test. A 0.014 test guidewire loaded successfully. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous right coronary artery which had a previous old stent. A 3.50 x 16mm synergy ii drug eluting stent was introduced with the help of a non-boston scientific guide extension catheter but the stent would not advance. Upon removal, the stent caught and dislodged in the top of the extension catheter. A small balloon was advanced to the tip and inflated to remove the dislodged stent. The procedure was successfully completed with a different device. There were no patient complications.